Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/09/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test with nordic bluetooth device and failed. Performed functional testing and device passed. Performed share log review and no data found. The reported event of a loss of connection was confirmed. The probable root cause is a is a defective transmitter. The allegation was confirmed because the transmitter failed the lab pairing

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.